Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ignored an ilet alert to change the insulin cartridge, disconnected from the system for several hours, administered a manual insulin dose, then later performed a supply change and reconnected, after which the ilet delivered correction doses and blood glucose trended down; hyperglycemia persisted for several hours before improving. Symptoms included feeling fine. Outcomes included no outside assistance and no medical intervention. Investigation included complaint review and user education regarding ilet correction dosing for elevated glucose. Investigation of this case revealed no device malfunction and that hyperglycemia was associated with prolonged disconnection and timing of manual insulin relative to reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user therapy interruption and subsequent recovery.